Manufacturer narrative:
The device was returned to olympus (B)(6). Sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Auxiliary water channel: rebibifiable microorganisms at 30 degrees (>80 cfu/endoscope) as a result of the analysis, indicator microorganisms and enterobacteries (klebsiella variicola) were detected. Air/water channel: rebibifiable microorganisms at 30 degrees (>80 cfu/endoscope) as a result of the analysis, indicator microorganisms and enterobacteries (klebsiella variicola) were detected. Suction channel: rebibifiable microorganisms at 30 degrees (>80 cfu/endoscope) as a result of the analysis, indicator microorganisms and enterobacteries (klebsiella variicola) were detected. The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka yoke getinge, using poka yoke aperlan a et aperlan b. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus france.(ofr) confirmed followings; the adhesive on the bending section rubber was missing. There was a sharp scratch on the suction cylinder. A switch on the control body was damaged. The angulation range of the bending section was insufficient. There was a scratch inside the instrument channel. The forceps pipe was stretched. The electrical connector pins were corroded. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the negative third-party culture test results after the device was reprocessed by olympus, olympus medical systems corp. (Omsc) assumed that the device was not the cause of the reported event. The reported event may have been caused by followings; the reprocessing had not been performed according to the instruction manual. Bacteria were contaminated during culture test sampling. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.